Manufacturer narrative:
Follow-up was performed with the customer and additional information was obtained. The robotics coordinator confirmed that the procedure was completed robotically. The surgeon had performed cold cut with robotic scissors until laparoscopic monopolar scissors were available for use. Intuitive surgical, inc. (Isi) received the integrated electrosurgical unit (iesu) for evaluation. The iesu energized and cauterized on all ports and recognized all instruments. The monopolar instrument connection issue could not be reproduced.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The customer was setting up for a case and the fse was not able to perform tests to see if he could reproduce the issue. The fse did replaced the vio integrated electro surgical generator unit (iesu). The system was tested and was ready for use. Isi has received the iesu, but failure analysis has not yet been completed. Therefore, the root cause of the reported failure mode has not yet been determined. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer informed the intuitive surgical, inc. (Isi) technical support engineer (tse) that they did not have monopolar energy during the procedure. The customer explained the grounding pad indicator was reflecting red. The customer explained the staff had tried to swap to a backup grounding pad with no change. The tse recommended the customer place a grounding pad on their forearm to test if they could achieve a good ground. Then the customer placed it on their forearm and the indicator reflected green. The customer moved back to the patient and moved the pad multiple times and were unable to achieve a green grounding pad on the patient. The customer tried to achieve a ground multiple times with the erbe generator to the patient with no change. The customer disconnected from the line. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.